Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during device explant for normal battery depletion, loss of pacing and low pacing impedance were observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. Resuscitation was successfully performed due to the loss of pacing and the patient was in stable condition following the procedure.